Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving inaccurate low reading of "7.0" compared to 160 mg/dl obtained on the lab. This medical surveillance specialist contacted the patient on september 14, 2010 to clarify information obtained during the initial phone call. Approximately 4 months ago, the patient's diabetes insulin regimen changed from one dose of lantus at night to adding another dose of insulin in the morning as well as the night dose. The alleged inaccurate low began two months prior to contacting lfs. The alleged readings with the decimal point suggest that the subject meter gave reading in the incorrect unit of measurement (mmol/l) at the time of concern. During the two months, she obtaining the alleged inaccurate low reading such as "7.0," she took the usual dose of insulin. However, the patient reportedly had intermittent symptom of blurred vision. The patient claimed that she has had diabetes for years and can tell when her blood glucose is allegedly high. As she developed the reported symptom, she administered self treatment with an increase dose of insulin. Her symptom of blurred vision abated with treatment. The patient reportedly did not require the assistance of a healthcare provider for hyperglycemia or hypoglycemia as a result of the product issue. According to the troubleshooting performed with customer service, the reported meter readings of "7.0' on the subject meter and "160 mg/dl" on the lab were taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the patient claimed she developed symptoms that can be associated with hyperglycemia during the two months she obtained the alleged inaccurate low readings on the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510k # k062195.